Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever. The cause of the event was not reported. It was unknown if the patient was hospitalized for the event. It was reported that the patient was not treated with medication for the event. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.